Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (2 grams, route and frequency were not reported) and ixja (1 gram, route and frequency were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.